Event description:
The pt reported that when they reconnected to their pump that morning, the pump was making a different noise and giving an occlusion alarm that they were unable to confirm. Pt was instructed to remove and reinsert the batteries. After doing so, the pump rebooted and pt was able to prime, but there was no sound during the prime. The alarm history showed an occlusion alarm the previous evening. The pt stated that their blood glucose (bg) level was 300. They said that when they went to bed the previous evening their bg level was 180. The pt stated that they had just given themselves a bolus and there was no sound for the bolus delivery.